Event description:
Covidien customer support engineer (cse) reported the ventilator's display to be erratic. The malfunction did not occur during patient use.

Manufacturer narrative:
The cse replaced the graphic user interface (gui) printed circuit board (pcb) which resolved the reported issue. Covidien reference: (B)(4).